Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported that the patient was scheduled for magnetic resonance imaging (MRI) and she had a pain pump that she said was not working. The patient never showed up and did her MRI. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving morphine via an implantable infusion pump for the treatment of non-malignant pain and failed back surgery syndrome. It was reported that the pump stopped working and no patient symptom was reported. The event date was unknown. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information as received via a healthcare provider (hcp). It was reported that a procedure regarding magnetic resonance imaging was due to a problem with the patient¿s device or therapy. It was further noted that as per the patient their pump was not working. The hcp did not have any details as to what the patient meant by the statement that their pump was ¿not working¿. Typical longevity of the pump was reviewed. No patient symptoms were reported. The date of the event was requested, but was unknown. Sending MRI labeling was offered at the time of the report, however the hcp declined this. The pump was indicated as currently administering morphine with concentration 10 mg/ml at a dose rate of 2 mg/day.